Event description:
The mayfield modified skull clamp ((B)(4)) was used for a posterior cervical fusion and it was reported that it slipped on the pt. The (B)(4) was tighten to 80 pounds (lbs), the spring "popped off", and the clamp opened. The pt has a 3 inch laceration. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.